Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1 would not open due to damaged rails. A field service engineer (fse) found that the bumpers were missing and damaged, which caused the bearing retainer to migrate and the ball bearings to fall out. The rails were replaced, and diagnostics verified that the drawer functioned properly. The customer successfully tested the drawer in the application. Mpar errors were also reported for auxiliary drawer 2.1 indicating row board not present. The row board cable was reseated at the drawer controller to resolve the issue. Additionally row board cable, retractor band cable, and pyxis bus cable were inspected. Diagnostics confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer was sticking and failed to open properly. The customer stated that the drawer would not open unless it was manually pulled out and appeared to be off the rails. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.